Manufacturer narrative:
Review of the system logs found no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. There are no da vinci instrument logs available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died 5 months following a robotic procedure with a number of complications and re-operations occurring over that time period. A bowel injury was noted at the time of the initial procedure. How that injury occurred is not provided. It is also unknown how the initial injury may have caused or contributed to the eventual demise of the patient. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. .

Event description:
It was reported by a patient¿s family in a newspaper article that in (B)(6) 2022, during a da vinci assisted prostatectomy, a part of the patient's intestine was cut by mistake and was repaired with suture. The patient began to feel ill the following evening. The next morning the surgeon examined the patient and suspected septic shock and multiple organ failure. The patient underwent an emergency reoperation and spent more than one month in the ICU postoperatively. Approximately 2 months post the initial prostatectomy procedure, the patient became septic with multiple organ failure a second time. The family stated the patient had to undergo 5 additional unspecified surgical procedures in total. The patient was transferred per family request to another facility and were informed that he had to undergo a 6th operation because ¿the intestinal area that caused the initial sepsis had to be repaired again.¿ after this operation, they were informed that the damage could not be repaired. The patient expired in (B)(6) 2022, five months after the initial prostatectomy procedure. The article did not provide any information or indicate any issues with da vinci products.